Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 16-sep-2019, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 10-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a scan in 2018 or 2019 and was told that the leads had moved. The patient was told she needed to have reprogramming done but that was never done. No patient symptoms reported.